Manufacturer narrative:
The device was serviced by a service technician as part of preventive maintenance. An alarm log review, visual inspection, and a service history review were performed. The f-27 alarm was identified during visual inspection and the alarm log review. The cause of the condition was determined to be damaged slide clamp mechanism . To correct the condition, the slide clamp mechanism was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-27 (malfunction in slide clamp detection circuit) alarm. This occurred during testing. There was no patient involvement. No additional information is available.